Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during lead placement the physician had difficulty fully advancing the stylet into the lead lumen. After multiple attempts, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.